Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was in cardiothoracic intensive care unit and device was asked to be interrogated. Upon device interrogation, battery performance alert was noted. Following the battery performance alert (bpa) advisory, the device was explanted and replaced. Patient was stable.